Event description:
The stryker strykeflow suction irrigator #0250-070-500 was in use during a laparoscopic appendectomy case. Towards the end of the case, the stryker unit was noticed to be leaking fluid. The fluid on the patient side was clear, but the fluid leaking was discolored with black particles.